Event description:
It was reported thrombus occurred. The patient was on eliquis 5mg twice daily prior to the procedure. A left atrial appendage (laa) closure procedure was being performed. The patient's activated clotting time (act) was 285 seconds. A watchman truseal access system and 24mm watchman flx laa closure device were used. The closure device was deployed, but the position was not good due to the shoulder. A recapture was performed and at that time, a mobile clot was noticed proximal to the circumflex artery. A high intensity heparin drip was started to treat the thrombus and the procedure was aborted. The patient was discharged the following day and is doing well.